Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck in a power loop and repeatedly attempted to turn on, with a clicking sound coming from the power supply. A field service engineer replaced the power supply using a customer provided part from an older station being returned, then rebooted the unit and ran the required firmware updates and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, was down, and the screen was black even though the power cord remained plugged in. However, there were no delays or adverse events or injuries reported based on this event.